Manufacturer narrative:
This report is submitted on december 18, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site. Subsequently, the patient was placed under general anesthesia and underwent revision surgery on (B)(6) 2017 to excise skin.